Manufacturer narrative:
(B)(4).

Event description:
((B)(6) 2014): urethral dermal graft and stitch ,posterior transvaginal mesh and intra-abdominal graft. "Posterior transvaginal mesh" is an irregular and flattened portion of mesh material measuring 13.5 x 11.0 x 0.2cm. The mesh material appears to be intact. The material has a tan-pink smooth and focally erythematous appearance. Centrally located within the mesh are blue surgical sutures. The sutures appear to be intact with no defects appreciated. There is a very small amount of adherent fibrofatty tissue noted along the ends of the mesh material. The tissue appears to be grossly unremarkable. At the time of gross examination, the requisition received requested gross and microscopic evaluation. The tissue is carefully removed from the mesh without compromising the integrity of the mesh. The tissue is placed in a cassette labeled b. After reviewing the legal papers and subpoena, the decision was made to not submit the tissue for histological examination. The tissue is preserved in the cassette and sent along with the mesh to the requested party indicated on the paperwork received.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced pain, dyspareunia, cystocele, exposed suture in the vaginal vault, removal of exposed vaginal suture, grade ii rectocele, post-hysterectomy vaginal relaxation, perineal scarring, rectocele repair, vaginal extraperitoneal colpopexy, insertion of polypropylene mesh in posterior compartment (B)(6) 2009, recurrent urinary tract infections, atrophic vaginitis, urinary frequency, urgency, mixed incontinence, backaches, hematuria, incomplete bladder emptying, uterine prolapse, rectal prolapse, chronic pelvic pain, groin pain radiating to back and leg, cystourethroscopy, vaginal and rectal pain, constipation, night-time urination, minimal urethra mobility, appendectomy, perihepatic abscess requiring drain placement and intravenous antibiotics, vaginal bleeding, vaginal mesh erosion, revision of retropubic sling, placement of suburethral sling, revision of posterior and apical transvaginal mesh, enterocele repair, removal of apical sutures, cystoscopy, bilateral sacrospinous ligament fixation, posterior repair (B)(6) 2013, buttocks pain, urine retention, post-coital bleeding, injection to left suprapubic scar, removal of right sided apical granulation tissue and treatment with silver nitrate, dysuria, bladder pain and spasms, abdominal pain, rectal bleeding, pelvic organ damage, neuromuscular problems, spasms, and difficulties ambulating and sitting.

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pts' attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf (B)(4).